Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time in use, the tubing separated from the y-site. The catheter was clamped and the homecare patient notified the user facility. The homecare nurse replaced the tubing set and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.